Event description:
We have had 2 safety events of airway compromise related to the use of the kci barimaxx ii bed with the maxxair ets mattress replacement system. The mattress is not supported by a battery back up and when the bed was unplugged for transport the mattress deflated causing a shift in the patient's position in bed. This shift in patient position resulted in mechanical compromise of the airway.====================== health professional's impression======================the lack of a battery back up to maintain mattress inflation resulted in deflation of the mattress to the 3 inch foam surface below, causing a shift in position resulting in airway compromise.